Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dependent patient received inappropriate hv therapy from the device due to noise sensed on the rv lead. Variable thresholds were also noted. The patient had some presyncopal spells back in (B)(6) 2018, which may have been from noise on the lead causing inhibition of pacing. The lead was explanted. During the explant procedure the rv lead became entangled with the right atrial lead and the atrial lead was electively explanted without harm to the patient. The patient was asymptomatic during the change out and was stable in the recovery room.

Manufacturer narrative:
Both ring electrode cables were found fractured in the connector region of the lead. The reported events were isolated to the fractured ring electrode conductor cables. This fracture is consistent with the observation from the field of events of noise, inappropriate (hv) output, threshold unacceptable and high pacing impedance.

Event description:
New information also notes high impedance.